Event description:
During an in clinic follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. The patient was stable and will continue to be monitored.